Manufacturer narrative:
Emdr section h6, codes a0413, b15, c19 and d15 updated to reflect results of imaging evaluation. <imaging evaluation summary> the images received cannot be used to perform a full imaging evaluation because they do not meet the dicom standard. The extent and accuracy of the observations and findings may be limited due to the completeness, format and/or quality of the images provided for review. Gore cannot guarantee the images provided are complete, accurate or lack alteration. Therefore, gore cannot guarantee all key findings have been captured or that the findings are accurate. The imaging evaluation performed by a clinical imaging specialist showed the following: 2 radiographic jpeg images and 2 movies provided for evaluation. No name, date, or demographics on the images. Cannot manipulate the images in any way. (Window leveling, rotating, etc.) Cannot provide diameter or length measurements with jpeg images. Cannot compare device location between initial treatment and reintervention. Cannot compare aneurysmal sac size or growth between initial treatment and reintervention. Proximal anchor portion does appear to be damaged. Cannot confirm cause of damage. Cannot confirm movement of either anchor portion or body of excluder device without other timepoint imaging. Jpeg image shows a previous gore excluder and viabahn in place. Cannot confirm vessel the viabahn device is placed in. There also appears to be coiling in an unknown location, covering the proximal edge of the excluder device. A wire appears to access to viabahn device. It appears that the proximal anchor of the excluder is damaged. Cannot confirm cause of anchor damage. Cannot confirm movement of the excluder device or possible cause. Jpeg image shows a previous gore excluder and viabahn in place. Cannot confirm vessel the viabahn device is placed in. There also appears to be coiling in a unknown location, covering the proximal edge of the excluder device. Contrast present in the viabahn device and vessel. It appears that the proximal anchor of the excluder is damaged. Cannot confirm cause of anchor damage. Cannot confirm movement of the excluder device or possible cause. Movie 1 shows a magnified view of the proximal edge of the excluder device. The damaged anchor portion is visible along with the viabahn and coiling. The video continues to show contrast in the aorta. Cannot confirm cause of anchor damage. Cannot confirm movement of the excluder device or possible cause. Video 2 is an unmagnified view with visualization of the damaged proximal anchor of the excluder. The viabahn can be seen and the distal edge of the ctag device. Cannot confirm cause of anchor damage. Cannot confirm movement of the excluder device or possible cause.

Manufacturer narrative:
H6: a review of the manufacturing records for the device could not be performed as a valid lot number was not provided. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore: on an unknown date in 2023, the patient underwent endovascular treatment for an abdominal aortic aneurysm using the gore® excluder® conformable aaa endoprosthesis (excluder conformable). A gore® viabahn® endoprosthesis with heparin bioactive surface (viabahn) was also placed in the left renal artery using the chimney technique. On an unknown date, due to aneurysmal sac enlargement, migration of the excluder conformable into the aneurysm was confirmed. On (B)(6) 2025, the patient underwent reintervention. Fluoroscopic imaging suggested possible damage to the anchor portion of the excluder conformable. An aortic extender endoprosthesis and a gore® tag® conformable thoracic stent graft with active control system were deployed to extend the device proximally. Additionally, a viabahn was placed to extend the chimney device.